Event description:
Procedure type: low anterior resection. Pt: males. According to the reporter: a low anterior resection was performed and following positive results the procedure was completed. The pt bled post-operatively and was brought back to the or where a blood transfusion was required and re-operation was performed. The surgeon resected the initial anastomosis and a new device of the same type was used successfully. One unit of blood was required/transfused to the pt. The pt is currently in well condition.

Manufacturer narrative:
Initial report sent: 01/10/2008.